Manufacturer narrative:
No samples were received for evaluation. Received customer pictures. We have no further complaints for either of the claimed material/batches. The cause of the event cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. The customer only recently informed that samples are not available and provided additional photographs. The supplier where we purchase the product from is still in progress to evaluate the event. As soon as their investigation is completed a supplemental report will be filed.

Event description:
The customer reported tnp [test not performed] errors because of gel barrier issues, rbc leaking, and fibrin. The customer advised they centrifuged the tubes but the barrier (gel) does not hold. The customer reported they utilized a quest provided centrifuge that is less than a year old and maintained regularly.